Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for premature deployment reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after preparation, before advancing on the guide wire, it was noted that the stent on a 6.0 x 40 mm absolute self expanding stent system was slightly exposed. The device was not used. Another absolute was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.